Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. Can you please provide more details about the event? The stapler were not complete that cause of leakage. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. 3. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. 4. Was the device difficult to close? No. 5. Was the device difficult to fire? Yes. 6. Did the healthcare professional receive audible & tactile feedback when firing the device? No. 7. Were the donuts inspected? If so, please describe. No. 8. Was a complete transection of the cutting washer visually confirmed? No. 9. Were there any staple formation issues identified? If yes, please describe. The formation was not complete to b shape. 10. Were there any staples missing from the staple line? Yes. 11. Was a leak test performed? If so, what was the result? The anastomosis was not complete it¿s leakage. 12. How was the procedure completed? Refiring with a new cdh29a. 13. What is the current status of the patient? Recovering. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What healthcare professional fired the device and what is his/her experience with the device?

Event description:
It was reported that during a laparoscopic anterior resection procedure, cdh29a, stapler was not complete cause of missed firing. Patient had to be converted the operation to open from minimal surgery.

Manufacturer narrative:
Product complaint # (B)(4). Device evaluation summary: the analysis results found that the cdh29a device arrived in the product investigation lab with no apparent damage. The breakaway washer uncut and indented and the washer was noted to have nicks. There were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, back drive was noted during device testing: however, staple formation meet the released criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured within bounding time period of the field action. Upon arrival for additional analysis, the device was reloaded with staples and additional tissue testing was performed. The device cut the washer and had acceptable staple formation when fired into indicated tissue thickness. The device did not exhibit behavior associated with the field action. The device performed as intended during analysis testing. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5a46u. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Resident, many times.